Event description:
It was initially reported that a patient was unable to increase stimulation with her programmer. The patient was getting no communication screen when pressing "the increaser button." It was stated that she was on program 2 at 1.0v, but when she pressed the plus button to increase the stimulation the patient would get no communication screen. After the ins on button was pressed, she was able to increase the stimulation. It was stated that earlier she probably turned off her stimulator. The patient was now on program 2 at 1.2v. It was also stated that the patient was feeling "a little too much" stimulation the day before the initial report so she turned it down and then "ended up having a bad night." It was mentioned that she got up about 8 times that night instead of 2 or 3. Three weeks later a lack of stimulation was reported. Lead dislodgement/migration was noted. The implantable neurostimulator and the lead were replaced in (B)(6) 2013. Good stimulation and therapeutic effect was noted. No hospitalization occurred and the patient recovered without sequelae. No patient injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va045ul, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).